Event description:
It was reported that the pump would not prime. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings:the force sensor pins were found to be partially dislodged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the event the display screen was found to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).